Event description:
Per the clinic, the patient had no auditory sensation with the device since initial activation. Subsequently, the device was explanted on (B)(6) 2024, there are no plans to reimplant the patient with a new device as of the date of this report.